Event description:
Healthcare professional has reported a right implant rupture confirmed by MRI. Right side. Device has been explanted. Unknown if device has been replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Visual analysis of the photos identified: rupture: not observed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. Deformation observed. Correction to h3: no device was received to the device analysis lab.

Event description:
Healthcare professional has reported a right side implant rupture confirmed by MRI. Device has been explanted. Unknown if device has been replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear) opening and missing side assessed as inconclusive. ( (shell thickness was within specification) additional observations: red particles observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right rupture confirmed by MRI. The device has been explanted and replaced with non-allergan implant.

Event description:
Healthcare professional has reported a right implant rupture confirmed by MRI. Right side. Device has been explanted. Unknown if device has been replaced.

Manufacturer narrative:
(B)(4). Phone number: (B)(6). Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.